Manufacturer narrative:
Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self-test. No unexpected frozen screen display anomaly noted. History was downloaded successfully using thus software. History was download successfully using thus software. No unexpected rewind motor anomalies or blank display noted. Unit was not confirmed for time/clock anomalies. However, the long trace history file confirms pump error 37 alarm (motor motion alarm) on 11/20/2025 20:25:45:000 pm due to moisture damage on electronics assembly. The unit p-cap / test reservoir locks in place properly. Unit received with fading serial number label, cracked battery tube threads and cracked case near belt clip rails. Unit was confirmed for pump error 37 alarm due to moisture damage. No unexpected frozen screen display anomaly noted. Unit was not confirmed for time/clock anomalies. No unexpected rewind motor anomalies or blank display noted medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a pump error 37 (drive count/time values or changes incorrect for moving or coasting. Too slow or too fast), with the insulin pump not completing the rewind process, only beeping once and displaying that rewind was completed without the piston actually moving and the time clock not advancing on the screen. The customer also reported an issue with the insulin pump's display. The customer reported no adverse event. The event involved product mmt-1884l. Troubleshooting was performed but the customer declined further troubleshooting for display issues; the customer was instructed to discontinue use, revert to a backup plan per healthcare professional instructions, place the pump in storage mode, and pump replacement was arranged. No harm requiring medical intervention was reported. Mmt-1884l was requested, and the customer's response was that the device will be returned.